Manufacturer narrative:
The console was field service at the user's facility. Upon inspection, it was found that the protective mirror was in good condition, and the output energy was normal. Therefore, the reported allegation was not confirmed.

Event description:
It was reported that during daily inspection it was found that the energy was low. There was no patient involved. The device was working properly but the customer feels output energy was not enough when using another brand fiber. There were no error codes reported.

Event description:
It was reported that during daily inspection it was found that the energy was low. There was no patient involved. The device was working properly but the customer feels output energy was not enough when using another brand fiber. There were no error codes reported.